Event description:
It was reported that there was noise saturating all intra-cardiac and body surface ECG. This noise was present on carto 3 and the recording system. There were no sensor based catheters connected. Turning off the piu resolved the noise, but turning on the piu gave only 4 to 5 minutes of clean signals, then the noise returned. The customer checked all the cables connection with no success. It was unclear if any catheters were replaced. The procedure was continued by bypassing the carto system without mapping. There were no patient consequences.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a will be submitted to the FDA as required once that analysis repair report is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that there was noise saturating all intra-cardiac and body surface ECG. This noise was present on carto 3 and the recording system. The customer was advised on how to route the ic out cable and after that, the system was found operational without noise. DHR review was performed. No anomalies were noted in manufacturing or service.